Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: not provided due to data privacy. A6: race: not provided due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal delivery system could not be fully inserted into the angio-seal cannula. The delivery system could be withdrawn; however, it split at the tip. The process could be reproduced during a "dry run/ trockenversuch". A second angio-seal was used without any problems. There were no patient injuries. The procedure performed was a percutaneous coronary intervention (pci). The procedural sheath was used prior to the vcd device was 7 french. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal. Heparin was given. The puncture site was right femoral artery. There were no patient consequences.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position with the anchor and collagen deployed at the distal tip. The bypass tube was not present and was not returned with the device. No other damage or issues were identified. Three photos were provided by the user and were evaluated. One photo showed the anchor and collagen deployed at the distal tip of the 8fr complaint device. Two other photos showed a replication of the issue (dry run) by the user in which the anchor and collagen of a 6fr device were stuck within the valve of the 6fr hemostasis sheath. The carrier tube was in the forward lock position. The bypass tube was not inserted into the hemostasis sheath and was present near the base of the carrier tube hub. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. Three photos were also provided by the user demonstrating a reproduction of the alleged issue. Based on the provided photos, it appears that the device was assembled incorrectly, as the bypass tube was not inserted into the valve of the hemostasis sheath. The complaint device was returned with the anchor and collagen deployed at the distal tip. The bypass tube was not present and was not returned with the device. Based on the provided information, it appears that the bypass tube may not have been inserted into the hemostasis sheath which may have resulted in the alleged insertion issue. The complaint was confirmed. The exact root cause cannot be determined. It is possible that the device was assembled improperly which resulted in the reported issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).